Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Service call was opened by mistake.

Event description:
It was reported that the ventilator experienced a reset issue. No more details provided. The patient involvement is unknown. Manufacturer ref.#:(B)(4).